Event description:
Per the clinic, the patient experienced an infection around the ear pinna due to processor rubbing on it (specific date not reported). Subsequently, the patient was treated with oral antibiotics and steroids (specific date and duration not reported). The symptoms resolved, and the patient resumed use of the device. No additional episodes were reported.